Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent procedure to remove essure). Essure (ess205) was removed in 2010. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/left side pain"), device breakage ("device breakage"), uterine perforation ("expulsion of essure device/perforation (uterus)") and embedded device ("migration of essure through the cornua embedded and fundus calcified") in a 34-year-old female patient who had essure (ess205) (batch no. 12277837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included numbness, amenorrhea, dysfunctional uterine bleeding, menometrorrhagia, ovarian cyst, cervical dysplasia and atypical squamous cells of undetermined significance. Concomitant products included drospirenone + ethinylestradiol (yasmin) and ranpirnase (onconase). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2005, 1 month after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/umbilicus pain/left side pain"), abdominal pain lower ("left lower abdominal pain"), urinary tract infection ("infection ¿ recurrent urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysteroscopy, removal of essure device) and surgery (surgery ¿ bilateral tubal cauterization, dilatation and curettage). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved and the device breakage, uterine perforation, embedded device, abdominal pain, urinary tract infection, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine, headache and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device breakage, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters information updated. Event vaginal pain added. Concomitant disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), uterine perforation ("expulsion of essure device/perforation (uterus)") and embedded device ("migration of essure through the cornua embedded and fundus calcified") in an adult female patient who had essure (ess205) (batch no. 12277837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included hypoesthesia, amenorrhea, dysfunctional uterine bleeding, menometrorrhagia and ovarian cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/umbilicus pain"), abdominal pain lower ("left lower abdominal pain"), urinary tract infection ("infection ¿ recurrent urinary tract infection"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (underwent procedure to remove essure), and surgery (surgery ¿ bilateral tubal cauterization, dilatation and curettage). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved and the device breakage, uterine perforation, embedded device, abdominal pain, urinary tract infection, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device breakage, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs+mr: new events: vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, uterine perforation, migraine, embedded device, abdominal pain lower, device monitoring procedure not performed, device breakage were added. Reporter, patient demographic information, other relevant history, product lot number added. Previously reported event pelvic pain outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("expulsion of essure device/perforation (uterus)"), embedded device ("migration of essure through the cornua embedded and fundus calcified"), device breakage ("device breakage") and pelvic pain ("pelvic pain/left side pain") in a 34-year-old female patient who had essure (ess205) (batch no. 12277837 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included numbness, amenorrhea, dysfunctional uterine bleeding, menometrorrhagia, ovarian cyst, cervical dysplasia and atypical squamous cells of undetermined significance. Concomitant products included drospirenone + ethinylestradiol (yasmin) and ranpirnase (onconase). In september 2005, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2005, the patient had essure (ess205) inserted. On 16-oct-2005, 1 month after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In february 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/umbilicus pain/left side pain"), abdominal pain lower ("left lower abdominal pain"), urinary tract infection ("infection ¿ recurrent urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysteroscopy, removal of essure device), surgery (surgery ¿ bilateral tubal cauterization, dilatation and curettage), surgery (hysteroscopy, removal of essure device) and surgery (underwent procedure to remove essure). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation, embedded device, device breakage, abdominal pain, urinary tract infection, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine, headache and vulvovaginal pain outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device breakage, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Invalid lot number (12277837). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .